Event description:
A report was received that the patient could not move the legs due to an epidural hematoma which was a surgical complication after a permanent implant procedure. The lead was explanted. It was also reported that it was not device related but related to the procedure. The patient was able to move the legs after the explant.

Manufacturer narrative:
Populated with the di number additional suspect medical device component involved in the event: model#: sc-2138-70 serial #: scs 70cm iii lead description: (B)(4) the explanted devices were not returned to bsn as they were discarded by the medical facility.